Manufacturer narrative:
D4, g4: model number is not sold in the us but similar device is sold under model 146870489. This product was used for the di, product code, and 501k. E1 - additional contact (B)(6). The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
An email was received regarding a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch in which it was stated in the report that cassette leakage. The event was noted during infusion. An unknown drug was involved in the event. There were no obvious defects noted on the product and no other defects noted. There was patient involvement but no patient harm. There was no delay in critical therapy.